Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) sample was returned to the manufacturer for evaluation. Visual inspection revealed that the iol was returned in its original folding carton package. The, sample was returned sealed and unused. The folding carton box was returned identified with serial number sn (B)(4) and the lens case was identified with sn (B)(4). The stickers labels enclosed belongs to sn (B)(4). The manufacturing record for sn (B)(4) was reviewed. No discrepancy related to quantity was found in all manufacturing operations presented in the production order. Based on the manufacturing record review, no deviation was identified for ¿labeling¿ due to customer claim. Therefore, the documentation shows that the production order was manufactured according to specifications. No discrepancies or defects were found during the mrr (manufacturing record review) for sn (B)(4) that are related to the possible causes identified for the complaint type reported. The documentation shows that the production order was manufactured according to specifications. However, the complaint for labeling was verified. The folding carton box returned identified with serial number sn (B)(4) and the lens case was identified with sn (B)(4). It was verified that the both serial numbers were sold to the same customer. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that upon opening a tecnis one piece intraocular lens (iol) it was noted that the serial number on the iol, (B)(4), did not match the serial number on the device packaging. The serial number on the box was (B)(4). There was no patient involvement nor was the device prepared for surgery. The reporter indicated the box was properly sealed prior to opening. See also MDR 2648035-2015-00025.